Event description:
According to initial report, an implant registration card for onxane-27/29 was received. This patient had an existing onxae-25, sn (B)(6) implanted. Possible aortic redo.

Manufacturer narrative:
The manufacturing records for onxae-25 sn (B)(6) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. On (B)(6) 2015 an onxae-25 sn (B)(6) was used in a case for a 23-year-old male in the aortic position. A second aortic on-x was reported to device tracking on (B)(6) 2023 as implanted in the same position, same patient: (B)(6) 2023 onxane-27/29 sn (B)(6) (2,924 days post-implant). Multiple attempts to receive additional information received no response. Review of manufacturing records show no processing issues with the original valve. The valve was not returned to the manufacturer for examination. We have no information about the explanted on-x valve other than the tracking notice and assume the valve was discarded on site. Consequently, we do not have enough information to know what, if any, contribution the valve had to the decision to replace it. The instructions for use for the on-x valve lists the possibility of explantation as a consequence of a complication of prosthetic heart valve replacement [IFU]. But in this instance, we do not have any information to help us identify that complication. There is not enough information to determine what, if any, contribution the on-x valve had to the decision for its removal. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to initial report, an implant registration card for onxane-27/29 was received. This patient had an existing onxae-25, sn (B)(6) implanted. Possible aortic redo.